Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A 5.0 mm x 150 mm x 150 cm ranger drug coated balloon was selected to treat stenosis in the superficial femoral artery. Patient anatomy conditions revealed 90% stenosis and severe calcification. The balloon was inflated once to 8 atmospheres (atm) when it ruptured. The device was completely removed from the patient without any problems. The procedure was completed with a different device. There were no patient complications reported.